Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that during device routine maintenance an fault found with the battery. No pt involvement.